Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e226 scope communication error message. The error message was displayed when the scope was connected. The procedure was completed with a similar device. The scope was inspected prior to use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was not confirmed and an e226 error message was not displayed. Evaluation did find the image had noise due to damage on the charged coupled device (ccd) unit, the bending section cover was chipped, and the bending section could not be fixed firmly due to wear of the forceps elevator. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the error code e226 was likely caused by a temporary malfunction due to static electricity or overcurrent. However, the error code was unable to be reproduced during the device evaluation. As a result, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.